Event description:
On july 8, 2008, the lay user/patient contacted lifescan (lfs) alleging that his one touch ultrasmart meter was reading inaccurate high. The complaint was classified based on the conversation the customer care advocate (cca) had with the patient. The patient reported that the alleged issue began the day prior to contacting lfs. On the day before at 11:23 am, the patient tested on the subject meter and obtained a reading of "246 mg/dl." As a result of the reading, the patient reportedly proceeded with taking his usual dose of insulin in addition to 4 extra units of novolog insulin (on a sliding scale). Within 20 minutes of administering the insulin, the patient reported feeling "dizzy, shaky, having a fast heartbeat, and found it hard to breath." At 11:53 am, at the time of symptoms, the patient tested on the subject meter and obtained a reading of "70 mg/dl." The patient reported treating self with food and at 11:58 am tested again and obtained a reading of "57 mg/dl." At 12:05 pm the patient retested and obtained a result of "40 mg/dl." After obtaining the last result of "40 mg/dl" the patient proceeded with contacting emergency services. When emergency services arrived, they tested on their meter and obtained a reading of "73 mg/dl" and at the same time obtained a reading of "46 mg/dl" on the subject meter. At the time of troubleshooting, the customer care advocate (cca) confirmed the subject meter was set to the proper unit of measure setting (mg/dl), that the patient was using the correct testing technique, and that the puncture area was being cleaned properly. However, the patient informed the cca that he noticed the test strips had an off center cut. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged reading and reportedly developed symptoms suggestive of severe hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.